Manufacturer narrative:
Associated medwatch report: 9610612-2019-00839 (400454896 nj108d) 9610612-2019-00840 (400454897 nv010t) investigation results: we did not receive any devices/explants for investigation. The following information was provided by the subsidiary: 1 month post operative acetabular cup migration. The patient(82yrs female) had primary surgery in (B)(6) 2001. Later in (B)(6). 2019, she had first revision surgery due to wear of the implants (detail unknown ) (B)(6). The patient had dislocation of the hip prosthesis. X-ray examination revealed migration of the acetabular cup. No product at hand, therefore a failure description is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. We assume that the failure is not product related. It could be possible that the failure is usage/patient related. Rational: there are no hints for a material problem. As described in mail correspondence:" this is all about technical error and was not related to products. A further root cause could be an inadequate bone quality of the patient. A CAPA is not necessary

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with vitelline insert. It was reported that the patient had primary surgery in (B)(6) 2001. Later in (B)(6) 2019, she had first revision surgery due to wear of the implants, the detail is unknown. On (B)(6) the patient had dislocation of the hip prosthesis. X-ray examination revealed migration of the acetabular cup. Second revision will be conducted in december. Not known if the sample will be available or not. A revision surgery was necessary. An additional medical intervention was necessary. Additional information was requested. The adverse event/malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00832. 9610612-2019-00833 ((B)(4) nj108d). 9610612-2019-00834 ((B)(4) nv010t).